Event description:
It was reported to st. Jude medical that the patient presented to the hospital with high lead impedance and the lead failing to capture at maximum outputs. A lead revision was scheduled due to a suspected lead fracture. The device and lead were explanted.